Event description:
It was reported that during a diagnostic endobronchial ultrasound procedure it was found that there was a puncture in the sheath at the end of the needle from where the needle was put back in. The procedure was completed with a similar device. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end of the needle was deformed, or the needle was extended from the scope while it was withdrawn should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.